Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, error message displayed during login, unable to access the station. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, error message displayed during login, unable to access the station. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error pop up displaying fatal error has occurred on the underlying data source. A field service engineer (fse) worked with a pharmacy customer to troubleshoot system issues. After cleaning hard disk drive d, it was found that the sql folder was full. An update was run from remote smart service (rss) to resolve the issue, followed by multiple system reboots to ensure stability. The system functioned as intended after the field service engineer troubleshot the device.